Event description:
It was reported that customer experienced recurring minimum fill issues with multiple cartridges and was unwilling to perform troubleshooting, instead requesting that pump insulin delivery be started or overridden remotely. There was no reported impact to the customer¿s blood glucose level. Customer support explained that insulin delivery could not be started or resumed remotely or by bypassing error, provided information about potential refurbished pump replacement, offered troubleshooting that customer declined, and customer ultimately stated intention to switch to injections and ended call, with no additional outcome information received.